Manufacturer narrative:
Visual investigation showed that a fragment of the working part was broken. The fractured surface had appearance of a intercrystalline forced rupture due to stress crack corrosion. Furthermore, the tip of the remaining handle was plastically deformed. Stress crack corrosion occurred as a result of the high bending forces applied in combination with a longer contact with blood and body fluids due to insufficient/not proper cleaning. The long contact with blood and body fluids also caused local corrosion. The root cause for the reported event can be attributed to a user related issue. No indications were found for any systematic, material or manufacturing related issue.

Event description:
The fracture of the needle holder was not visibly identified before use. Sudden fracture occurred when the hcp tried to hold a needle by using the instrument.